Event description:
(B)(4). Ongoing joint pain, severe headaches, body rash, bloating, constipation, early onset menopause leading to full menopause. Sensitivity to temperature changes which causes hives. Forgetfulness or foggy thoughts. Depression, loss of sex drive, pelvic pain and painful intercourse. Hair loss or severe thinning.